Event description:
While using a byte night aligners, patient reported that after a week of wearing their aligners their lower teeth are more crooked. They also reported that their lower part of their front teeth is changing color, to transparent/translucent. Requested additional information and educated patient on aligner fit that is with in normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.